Event description:
The power cord of the pes was frayed. The cord sparked at the area where it plugged into the power supply. The power cord and power supply were replaced. There were no adverse consequences as a result of the issue. No patient was involved. On (B)(6) 2022, the hes still sparked from the access plate at the power port following replacement of the power supply and power cord.

Manufacturer narrative:
One cardiomems hospital electronic system was received for evaluation. Visual inspection of material returned revealed functional damage to i2 external printer serial cable assembly in the form of an internal wire from the rj12 flat modular cable broken off from connector d-sub housing receptacle. Visual inspection of returned material also revealed missing hardware in the form of two lock washers 1 18-8 4-40 kep nuts that assemble the i2 power connector cable assembly to np i2 power bracket, as well as the i2 printer mounting strap. Loose hardware was also observed in the form of two 18-8 6-32 kep nuts and i2 printer mounting bracket that assemble the i2 printer mounting strap to i2 enclosure ¿ front plastic. No blown components, burnt areas, or any other residual effects that could have been caused by sparks were observed. No software malfunctions or anomalies were observed. A sparking sound was produced and unit prematurely shut off during manipulation of power supply connection areas. This was attributed to an electrical short occurring when the bus wire of the 3a 5-pin din connector on i2 power connector cable assembly unintentionally contacted the connector d-sub housing receptacle of a test i2 external printer serial cable assembly connected to unit. This unintentional contact was due to the din connector of printer serial cable assembly not being properly attached to np i2 power bracket because of missing hardware stated in visual evaluation. Unit remained powered on when connector d-sub housing receptacle of test printer serial cable assembly was kept away from i2 power connector cable assembly . Unit passed diagnostic test complaint of ¿the hes still sparked from the access plate at the power port¿ confirmed. The occurrence of sparks determined be due to bus wire of 3a 5-pin din connector on i2 power connector cable assembly (cs-000481) being loose and unintentionally contacting a metal surface. Root cause concluded to be rc012 loose component. Investigation results for complaint of ¿the power cord of the hes was frayed¿ were determined to be inconclusive. The returned ac power cord with ferrite was determined to be a replacement and not the original one stated to be frayed in complaint event description. This is based on the returned power cord having no observed damage and the statement in complaint event description of a replacement used in the field.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.